Event description:
Complainant alleged that while attempting to pace a male patient for cardiac arrest, the device inappropriately shut down. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.